Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "11 aug 2024, the catheter was inserted, (B)(6) 2024, the catheter was found to be leaking, after that the catheter was reinserted. The second insertion was not continued because the patient was short of breath during insertion and was later transferred to the eicu in aggravated condition. The patient was reported as fine with no harm or consequence from the incident."

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "(B)(6) 2024, the catheter was inserted, (B)(6) 2024, the catheter was found to be leaking, after that the catheter was reinserted. The second insertion was not continued because the patient was short of breath during insertion and was later transferred to the eicu in aggravated condition. The patient was reported as fine with no harm or consequence from the incident."